Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing system was removed due to infection. It was noted the patient had osteomyelitis. It was also reported the patient had "problems" dating to the time of pacing system implant. The pacing system was replaced with a leadless implantable pulse generator (ipg). The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.